Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported auto shut down with an error code message of flow sensor calibration data out of range or lookup table cannot be read. Device switched off by itself while on the patient. The unit was in use in therapy and there was no patient harm.

Manufacturer narrative:
The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.